Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review was conducted for lot number 9273355 and inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Potential root cause for the missing print defect is associated with the marking process. Print defects were found during the manufacture of this batch and a requalification was performed. It is possible some product was able to escape detection. The defective rate could not be identified as no samples or photos were received. No corrective actions will be taken based on the available information. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there were scale marking issues with a bd 10ml syringe luer-lok¿ tip. This occurred on 40 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that the 10ml syringe only had ink graduated markings up until 3ml. The rest of the syringe is blank.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were scale marking issues with a bd 10ml syringe luer-lok¿ tip. This occurred on 40 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that the 10ml syringe only had ink graduated markings up until 3ml. The rest of the syringe is blank.